Event description:
Information received from the field notes that during a telephone check, the patient applied a magnet over his pacer and coll apsed due to a heart rate drop to 20 bpm. The patient then went to the emergency room and his paceer was interrogated. The mode was found to be in aair, sensor on, and dashes (---) for rate and rate hysteresis. The patient was I n complete heart block with a ventricular rate of 20 bpm.